Event description:
A falsely elevated troponin I result of 4.48 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was tested on the same instrument and a result of 0.05 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I results. Instrument data indicates that the cause for the falsely elevated troponin I result was pre-analytical sample handling issues.

Manufacturer narrative:
No further evaluation of the device is required. Use error. Instrument data indicates that the cause for the falsely elevated troponin I result was pre-analytical sample handling issues. Customer does not follow manufacturers' recommendations for centrifuging sample tubes. Clsi (formerly nccls) and the tube manufacturer provide information for determining the correct centrifugation setting for centrifuges. Inadequate centrifugation conditions may result in incomplete separation of plasma or serum from the cells, as well as incomplete gel barrier formation. Both conditions may adversely affect the accuracy of the test results. The dimension ctni flex reagent cartridge IFU states that specimens should be free of particulate matter. The instrument is performing within specifications.